Event description:
The nurse reported a sys message displayed during set up. The sys locked and the surgeon could not proceed with surgery. One pt was blocked. Three cases were canceled. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the sys and confirmed the sys message reported. The solenoid spacers were replaced and sent for in-house eval. The sys was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).